Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened dome switch on esc and act button. J2 connector was inspected and locked on lcd board. No button error alarm during testing. Insulin pump passed displacement test and self test. Insulin pump was tested with no audio/beep anomaly, frozen screen and watchdog timeout alarm noted. No time clock anomaly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received button error audio anomaly. The customer¿s blood glucose level was 188 mg/dl. The customer reported that the with pump was not functioning and buttons were not working properly. The customer reported that the time clock was not advancing. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.